Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a mildly tortuous and severely calcified coronary artery. A 10/3.50 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The device was removed and was replaced with a different device and rotablation was performed. No patient complications were noted and the patient's condition was good.